Event description:
A report was received that the patient lost motor and sensory function in the extremities before the ipg and lead was implanted. The procedure was aborted and the ipg and lead were removed. No device malfunction was suspected, it was believed that the symptoms were procedure related. The patient did not seem to show any signs of motor or sensory problem postoperatively.